Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced. Multiple hardware components to resolve the issue. The following components were replaced: buffer valves and reference valve (part numbers c28717 and c54359). Ise (sodium, potassium and chloride) electrodes and reference electrodes (part numbers mu919400; mu919500; mu919600 and mu919700). Reference electrode block and teflon tubing (part numbers mu824500 and mb9893). Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported ise qc (ion-selective electrode quality controls) issue and erratic ise patient results generated on the au 481-10e clinical chemistry analyzer. The erroneous patient results were not released from the laboratory. There was no effect to patient treatment in association to this event. Qc was within the laboratory¿s established ranges prior to this event.